Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced four aspiration probes and 12-month certification kit. The customer ran quality controls, which were within range. The cause of the discordant, falsely elevated thcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physicians. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.